Event description:
As reported via legal documentation, a patient had right knee replacement surgery on (B)(6) 2018. The patient claims they may need revision surgery, no scheduled surgery has been reported. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
Pending investigation. D10. Concomitants: 5482483 02-020-11-0325 - truliant ps cem fem ps cem right sz 2.5. 5042353 02-022-45-2525 - truliant tib fit tray cem sz 2.5f / 2.5t. 5611591 200-07-32 - advanced patella 32mm 3 peg implant.

Manufacturer narrative:
1038671-2024-05018. 1038671-2024-05017 this follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b3 d6b g4 h6 (health effect - clinical code, health effect - impact code, component code, type of investigation, investigation findings, investigation conclusions) the following sections were corrected: h6 (medical device problem code) the reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and femoral loosening. The reported prosthesis wear and femoral loosening could not be confirmed. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
Report number: 1038671-2024-05018, 1038671-2024-05017 this follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and femoral loosening. The reported prosthesis wear and femoral loosening could not be confirmed. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.